Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not alarm when the medication flow was obstructed. Per reporter, the port had been accessed and flushed successfully, with positive blood return observed. The pump settings had been verified by a second registered nurse before being connected to the patient. The patient returned to the clinic for pump disconnection, and it was observed that the cadd pump indicated 588 cc had been infused and that no volume remained. However, the medication bag was found to be full, and no drug had actually been administered. Upon inspection, the white spike adapter had was found kinked over the medication bag, obstructing drug flow. This adapter was identified as the equashield ez spike, a component of the closed system transfer device (cstd). It was further noted that the carrier or belt bag housing the pump and medication may have been undersized, potentially contributing to the pinching of the medication bag. The patient is a 37-year-old male, white non-hispanic/latino, weighing 78 lbs. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
H2) correction: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.